Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the bipap a40 international device at a third-party service center, a ventilator inoperative error was confirmed. An error indicating that the device could not be operated after three restarts was recorded in the device's event log. The service technician replaced the device's blower to address the issue. Additional log-only errors indicating that the motor could not reach its speed setpoint on startup and that the motor state observer failed to converge and resolve the motor speed were resolved with the replacement of the device's blower. After the repair, periodic maintenance was performed. The device was reported to be functioning properly and was returned to the customer. The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn 2023-cc-src-039 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.